Event description:
The visi-pro was proximally delivered to the left renal artery and it would not cross. It was then pulled back into the sheath and the undeployed stent was dislodged and came off the balloon. The visi-pro was evident in the aorta above a stent graft. It was retrieved with a three-pronged snare and removed from the body. There were no patient effects or injury and the procedure was completed.